Event description:
It was observed that during the device evaluation of the tracheal intubation fiberscope, the coating of the light guide snake tube was peeled off (1 mm2 or more). There was no patient involvement.

Manufacturer narrative:
It was observed that during the device inspection, the tracheal intubation fiberscope, the coating of the light guide snake tube was peeled off (1 mm2 or more). A root cause was determined to be, known inherent risk of the device. Based on the results of the investigation, the most likely cause of the observed event was degradation of the coating material due to wear and tear from usage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device